Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake cam mechanism was jammed. The technician replaced the brake cam to repair the bed.